Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right ventricular (rv) lead had increased threshold, decreased pacing impedance, and diminished sensing. A chest x-ray showed minor dislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.